Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead impedance increased from 400 to 500 ohms to 1700 to 1800 ohms on trend data in the last month. Loss of ventricular capture with the implantable cardioverter defibrillator sensing the ventricular escape rhythm was also noted. This was causing some oversensing. The ventricular output was increased and the patient would be monitored.